Event description:
Information received by medtronic indicated that the insulin pump had a crack on screen. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer alleged insulin pump has cosmetic damage (damaged window). Insulin pump p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: cracked retainer, faded serial number label, damaged display window cover, pillowing keypad overlay, cracked case on corner of belt clip rails, cracked keypad overlay, cracked reservoir tube lip, and cracked battery tube threads. In summary, customer allegation for cosmetic damage (damaged window) was confirmed during visual inspection where damaged display window cover was noted.